Event description:
It was reported that a spectrum pump did not recognize a closed door in the intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported does not recognize closed door, which was reproduced. The messages were reproduced as a constant "close door" message after opening and closing the door caused by a loose upper link screw. The screws were replaced.